Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The shock occurred while the sensing vector was in the primary vector. Technical services discussed some programming options. The device has been reprogrammed to the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.